Manufacturer narrative:
Patient city:(B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient was taken to the hospital due to rising glucose level of 523 mg/dlon (B)(6)2024 and treated with injection. No further information available